Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported there was uncomfortable stimulation related to positional movement. The patient has adaptive stimulation enabled, and her stimulation is on. The issue was that the patient gets electrocuted when she laid on her back. The patient said it drains after two days. The patient went to her healthcare provider (hcp) and they adjusted it. The patient said it worked and would go down to 0.1 which is too low. The patient turned it up and still was getting electrocuted when she laid on her back. The programmer showed stimulation was on. The patient had the ability to change programs, groups, and amplitude. The patient wanted to adjust the lying position. The patient connected, and it showed the device was on group a, setting 1 at 2.1v. The patient got into the lying position and adjusted stimulation to 1.0v where she wanted it to be at. The patient was going to try this setting. The patient said she now knows that she will have to stay in a position for 30 seconds to 5 minutes to set adaptive stimulation in the future. No further complications were reported.